Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, at the beginning of use, the device cut but would not staple. Another device was used to complete the procedure. There were no adverse consequences to the pt.